Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for treatment. During the procedure, the balloon has difficulty crossing the lesion. Upon first inflation, the balloon ruptured at 6atm. The procedure was completed with another of same device. There was no patient complications reported.